Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient felt that the implantable neurostimulator (ins) site felt warm. There was heating at the pocket site. The patient never turned the ins off so she was unsure if this only occurred when stimulation was on. Impedances were run and appeared normal. The issue began about a month prior to the date of report. The patient reported that she had no trauma. Symptoms or complications associated with the event included a burning sensation at the device pocket. The event occurred during normal use. The product status of the ins was implanted and remains in service. Actions not taken but planned included reprogramming. Troubleshooting would be performed in the future. The event was unresolved at this time. The patient status as of (B)(6) 2014 was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. It was later reported that in regards to the complaint of pocket heating the patient stated that her husband told her that her device was on the FDA recall list (online). The patient was convinced the heating was due to a recall. The patient stated that she never turned her device off and maybe it heated up due to overuse. However, though the patient stated she never turned stimulation off, when the manufacturer representative (rep) interrogated the device it was off upon the rep¿s arrival. The device was turned on. The manufacturer representative could not find anything wrong with the spinal cord stimulation (scs) system. The manufacturer representative interrogated the device and ran an impedance check and that was fine. The patient was receiving good stimulation with her current programming. The location of coverage was good and impedance was good. Therefore, the manufacturer representative did not reprogram anything. The manufacturer representative reviewed the labelling updates with the patient and explained that he did not see anything wrong with her system upon exam but that the patient may want to let her physician know it felt warm in case there was a medical reason for the issue. The manufacturer representative reassured the patient that the device was designed to run 24 hours a day if that provided comfort. The manufacturer representative noted that the update which was mentioned on the FDA website was related to the cycling feature which the patient was not programmed with and it did not cause overheating. The patient¿s pocket was not sensitive to touch and did not feel warm on the outside as the manufacturer representative touched it. The patient¿s recharger was working properly. It was put on the device during the appointment and the patient had good coupling and a good charge. The manufacturer representative had not heard from the patient since the appointment (B)(6) 2014.